Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was inaccurate and the navigational buttons malfunctioned. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board and front panel keypad led/pca were replaced to address the issues.